Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: it was reported that a universa firm ureteral stent set was being removed from a patient in approximately (B)(6) 2021. During the removal, the stent became "knotted" and could not be removed. Another, new, stent was placed alongside the reported stent and the device remained in the patient. Removal of the device is/was intended for (B)(6) 2021. The procedure was a bilateral ureteric stent exchange vie the bladder using a cystoscope. The bladder coils were located via cystoscope, and a stent grasper was used to bring the stent partially out in order to re-wire the stent and maintain access. However, there was resistance, and this was when the "knotted" coils were noted through x-ray. A wire was placed alongside and through a ureteroscope. The ureter was too tight for passage of instruments to aid in untying the knots. They attempted to remove the stent with the knot in place but were unable to do so. It is believed that the knotted device was lasered into 2 pieces and removed on the second attempt. Investigation - evaluation : a document-based investigation was performed including interviews with personnel and a review instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. Cook was unable to complete a review of the device history record (DHR) for the device lot as it was unknown. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal.¿ cook was unable to rule out patient pre-existing conditions or medical procedure as a cause of this event. Manufacturing issues and/or device failure were also not able to be ruled out as the device was not returned for visual inspection or testing. The stent was able to be removed from the patient by lasering the stent and using a cook grasper. It was reported that the patient did not experience any adverse effects from this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 01dec2021: the procedure was a bilateral ureteric stent exchange vie the bladder using a cystoscope. The bladder coils were located via cystoscope, and a stent grasper was used to bring the stent partially out in order to re-wire the stent and maintain access. However, there was resistance, and this was when the "knotted" coils were noted through x-ray. A wire was placed alongside and through a ureteroscope. The ureter was too tight for passage of instruments to aid in untying the knots. They attempted to remove the stent with the knot in place but were unable to do so. It is believed that the knotted device was lasered into 2 pieces and removed on the second attempt.

Event description:
It was reported that a universa firm ureteral stent set was being removed from a patient in approximately (B)(6) 2021 or (B)(6) 2021. During the removal, the stent became "knotted" and could not be removed. Another, new, stent was placed alongside the reported stent and the device remained in the patient. Removal of the device is/was intended for (B)(6) 2021. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
(B)(6). Initial reporter: occupation = non-healthcare professional - unknown. Device evaluated by mfg = unknown if device to be returned to manufacturer for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.